Event description:
It was further reported that the chest pain is not related to the study device.

Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, chest pain occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. The 90% stenosed, 12mm x 3mm target lesion was located in the proximal left circumflex artery (lcx). The target lesion was direct stented with a 3.00mm x 16mm ion us coa stent. Following post dilatation, residual stenosis was 0%. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced chest pain and was treated with medication. Three days later the patient was discharged from the hospital.

Manufacturer narrative:
(B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).